Manufacturer narrative:
No product has been returned for evaluation nor were x-ray films provided to confirm the alleged event. Labeling review: "...the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." Intra-operative warnings "...over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..."

Event description:
It was reported during a spinal procedure the distal tan of a cage inserter snapped off in the patient. In an attempt to retrieve the part the surgeon cut a grove in the l5 level vertebrate. Product was successfully retrieved.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. It was determined that the cause of the reported event, may be related to an error in surgical technique involving excessive and/or off axis forces being applied during the procedure causing stress to the engagement tangs.